Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a long charge time. No intervention was performed, and the patient experienced no consequences.